Manufacturer narrative:
D4 lot 2174404. Titan otr pump, and cylinders 1 and 2 were received for evaluation. A separation within abrasion was noted on the inlet tube of the pump at the tube/strain relief junction. This was a site of leakage. Partial separations within abrasion were noted on all tubes of the pump. These were not sites of leakage. Partial separations within abrasion were noted on the exhaust tube of cylinder 2. This was not a site of leakage. No functional abnormalities were noted with either cylinder. Based on examination of the returned product, it was concluded that while in-vivo both the exhaust tubes and inlet tube of the pump had overlapped and abraded against one another. This positioning, in combination with device usage over time, may contribute to sufficient stress(s) to separate the inlet tubing at the tube/strain relief junction of the pump. A separation of this type could then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Event description:
According to the available information this inflatable penile prosthesis was implanted on (B)(6) 2010 and revised on (B)(6) 2021 due to a tubing break.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted. Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast, though not verified, there was a tubing break. The device was explanted and replaced. No other adverse patient effects were reported.